Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 60mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The catheters were visually inspected, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The catheters were leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3184 with lot crfbf1, conformed to the specifications when released to stock on the 15th may 2014. Review of the history device records confirmed the catheters product code 82-33072 with lot ctdcgf, conformed to the specifications when released to stock on the 13th april 2015. No root cause could be determined as the valve and catheters functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Stopped functioning after implantation.